Event description:
It was reported that the balloon ruptured. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The device was simply removed and the procedure was completed with a different device. No patient complications reported and the patient is stable.